Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date the manufacturer was made aware. D6b: explant date: a year ago from the aware date. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7044053.

Event description:
It was reported the patient experienced inadequate stimulation. No device malfunction was suspected. All components were explanted and discarded per hospital policy. No further information has been obtained despite good faith efforts.